Manufacturer narrative:
Trackwise # (B)(4). The lot # 25155965 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03mar2021. An investigation was conducted on 23mar2021. There were signs of clinical use and evidence of blood. Blood and heavily charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation on the cold jaw and the hot jaw were observed to be peeled off completely and but not detached, exposing the metal piece on both of the jaws. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed and analyzed failure "material twisted/bent; wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, pa was harvesting right leg vein in the usual fashion. Halfway during the branch ligation process, it was noticed that the silicone coating around the jaws of the cutting device started to peel away from the jaws and obscure and interfere with branch ligation process. Nothing broke off and fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, pa was harvesting right leg vein in the usual fashion. Halfway during the branch ligation process, it was noticed that the silicone coating around the jaws of the cutting device started to peel away from the jaws and obscure and interfere with branch ligation process. Nothing broke off and fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.